Manufacturer narrative:
The field service technician (fst) evaluated the device and found that paint chips on the spring arm. Maquet assumes that the device failed to meet its specification due to a wrong use (probably collisions with another device or wrong cleaning practices). Maquet has a maintenance contract with this customer and during the last maintenance visit, the fst reported that the spring arm was chipping. Additionally, the device was directly involved with the reported incident however it was not being used to treatment or diagnosis on the patient when the event occurred. In the prismalix series labeling, maquet recommends that the maintenance should be performed by a trained technicians. Per the labeling, the technician should be check the general aspect of the device during annual maintenance. After the last visit in september 2015, the fst sent a quote to the customer in order to replace the spring arm, but the customer never called maquet for a visit.

Event description:
The customer reported that the spring arm of a surgical light was found with chipping paint in operating room #7. There were no injuries reported. (B)(4).